Event description:
It was reported that the customer was hospitalized twice. The insulin pump was frozen. The needles half the time inserted and the other half were bent. The insulin pump's battery depleted quickly and alarms were set off. Her blood glucose level was 242 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.